Manufacturer narrative:
Asp complaint ref #: (B)(4).

Manufacturer narrative:
A field service engineer was dispatched to the customer site. The oil return valve, catalytic converter, hepa filter, oil mist filter, adapter converter, and vacuum pump oil replaced to resolve the smoke/haze issue. Unit meets specifications and was returned to service. H3: asp investigation summary: the investigation included a review of the device history record (DHR) complaint trending of the smoke/haze issue and system risk analysis (sra). ¿the DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. ¿ complaint trending of the smoke/haze issue was reviewed from the previous six months from open date and no significant trend was observed. ¿the sra shows the risk for exposure to toxic or corrosive material to be "low.. ¿the oil return valve, catalytic converter, hepa filter, oil mist filter, adapter converter, and vacuum pump oil were not available for return and further evaluation. The assignable cause of the smoke/haze is the oil return valve, catalytic converter, hepa filter, oil mist filter, adapter converter, and vacuum pump oil. The field service engineer replaced these parts and confirmed the sterrad® 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #:(B)(4).

Manufacturer narrative:
A field service engineer was dispatched to the customer site. However, details of the resolution are pending and asp will continue to follow up for the service resolution. Initial reporter phone #: (B)(6). Asp complaint ref #: (B)(4).

Event description:
A customer reported an event of a smoke or haze emitting from the sterrad® 100s sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.